Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 566 mg/dl. Customer had a symptoms like nausea, difficulty in breathing, dry mouth, thirsty and frequent urination due to high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. Customer reported that they had a insulin flow blocked alarm during basal. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.